Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this implantable defibrillation lead fractured. The lead had exhibited pacing impedance measurements greater than 2000 ohms. Multiple inappropriate shocks were also reported. An invasive procedure was performed and the lead was capped. A new defibrillation lead was successfully implanted. No adverse patient effects were reported.